Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional graftmaster devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 99% stenosed, de novo lesion in the mid-right coronary artery (mrca). The patient presented with unstable angina and a lesion was observed in the mrca. Pre-dilatation was performed with an unknown device, after which a perforation was observed. A 3.5x26mm graftmaster rx covered stent was advanced but could not cross the anatomy to seal the perforation. The device was removed and a 2.8x26mm graftmaster rx covered stent was then advanced but also could not cross the anatomy to seal the perforation. The device was removed and a third, 2.80x19mm graftmaster rx covered stent was attempted but also failed to cross the anatomy to seal the perforation. A fourth graftmaster rx covered stent was able to cross the anatomy and sealed the perforation without issue. No additional information was provided.